Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was not recognizing the attached cassette.

Manufacturer narrative:
Additional information received and attached by ICU medical on 18-feb-2022. I do not have any information about a patient incident. The device was sent to me with a message ?down occlusion, will not alarm". Ran the pm and verified the unit does not recognize any occlusions. I do not know if there was a patient incident, if they found it while doing a regular checkout or if there was another manner in which they found out it would not alarm. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found faulty downstream occlusion sensor due to contaminated of fluid ingression. Downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.